Manufacturer narrative:
Product complaint # (B)(4). Batch # unk. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. Maude report: mw5086514. Additional information from maude report: one alprazolam om5mg/day, one fluoxetine 20mg/day, one omeprazole 20mgday, one hydrocodone w I acetaminophen (5-325) every 6 hrs as needed for pain, multivitamin 500mg 1/day, benadryl 25mg at 2 prn, guaifenesi n 400mg 3-4 times I day, vitamin c , metamucil 1 cap / day.

Event description:
It was reported that post operative to a colectomy procedure: patient reported that an ethicon endo-surgery curved intraluminal stapler failed causing blood and bowel contents to spill into their abdomen. This resulted in blood loss, hematoma, severe life-threatening infection, extreme pain, and required emergency surgery in 2019 to repair their bowel. Additionally, an ileostomy and appendectomy were performed.